Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The noise on the stored electrograms was railing. During office testing, the clinic could reproduce the noise with pocket manipulation. The doctor elected to explant and replace both the electrode and the pulse generator. This is considered a serious injury as surgical intervention was required. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to oversensing of noise. The noise on the stored electrograms was railing. During office testing, the clinic could reproduce the noise with pocket manipulation. The doctor elected to explant and replace both the electrode and the pulse generator. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray shows the sense a cable is fractured in the area approximately 53mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.